Event description:
It was reported that during a routine in-clinic follow-up, it was observed that the patient experienced asystole during a check for phrenic nerve stimulation. Loss of capture was also noted. A capture threshold was obtained in an earlier attempt. The device will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.